Event description:
It was reported that this pacemaker and right atrial (ra) lead had observations of noise that was oversensed by the minute ventilation (mv) sensor. It was noted that the device was updated to the new software, and how the vector switch would operate. No additional adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population. The device remains in-service. Additional information was received which reported right atrial (ra) lead impedance have increased over the last year however, values are still within range. It was noted there was ra lead noise stored on atrial tachy response (atr) events in which there were intermittent drops in p-waves. Additionally, the right ventricular (rv) lead exhibited a gradual decline in pacing lead impedance measurements. Measurement went from 500 ohms to 200 ohms. There were no stored events with rv noise. Thresholds also have increased from 1.5v to 2.3v. The patient is dependent on therapy. Technical services discussed possible causes. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had observations of noise that was oversensed by the minute ventilation (mv) sensor. It was noted that the device was updated to the new software, and how the vector switch would operate. No additional adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population. The device remains in-service. Additional information was received which reported right atrial (ra) lead impedance have increased over the last year however, values are still within range. It was noted there was ra lead noise stored on atrial tachy response (atr) events in which there were intermittent drops in p-waves. Additionally, the right ventricular (rv) lead exhibited a gradual decline in pacing lead impedance measurements. Measurement went from 500 ohms to 200 ohms. There were no stored events with rv noise. Thresholds also have increased from 1.5v to 2.3v. The patient is dependent on therapy. Technical services discussed possible causes. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to correct field h7. If remedial act init, type.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had observations of noise that was oversensed by the minute ventilation (mv) sensor. It was noted that the device was updated to the new software, and how the vector switch would operate. No additional adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population. The device remains in-service. Additional information was received which reported right atrial (ra) lead impedance have increased over the last year however, values are still within range. It was noted there was ra lead noise stored on atrial tachy response (atr) events in which there were intermittent drops in p-waves. Additionally, the right ventricular (rv) lead exhibited a gradual decline in pacing lead impedance measurements. Measurement went from 500 ohms to 200 ohms. There were no stored events with rv noise. Thresholds also have increased from 1.5v to 2.3v. The patient is dependent on therapy. Technical services discussed possible causes. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had observations of noise that was oversensed by the minute ventilation (mv) sensor. It was noted that the device was updated to the new software, and how the vector switch would operate. No additional adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population. The device remains in-service.